Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic after being lost to follow up for 2 years. Upon interrogation, the atrial lead exhibited high impedance and increased thresholds. The patient would continue to be monitored.